Event description:
Initial insertion attempted by rn via right brachial vein; guidewire would not advance. Second attempt right basilic vein; guidewire would not withdraw. Pt sent to acute care ed (at surgeon's order) for removal of lodged PICC guidewire.